Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was sticky and hard to press. Customer¿s blood glucose value at the time of incident was unknown. Customer stated that there was haziness on screen and light was not brighter. The insulin pump will not be returned for analysis.